Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. It was alleged that the pump got really hot and then powered off. There was no alleged physical damage to the pump. There was no indication that the product caused or contributed to an adverse event.  This complaint is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 25-sep-2019 with the following findings: a review of the pump black box and download history showed no activity related to temperature issues. There was no voltage drops in black box. During testing, no overheating was duplicated. The pump electrical current draws were found within to be specification. The pump was opened and no damage or evidence of internal moisture was found. The complaint of a temperature issue was not duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.